Event description:
It was reported that the customer received a cartridge alarm. There was no information provided regarding the impact on the customer's blood glucose level. The customer decided not to return the pump, and no further information about the incident was provided.